Event description:
It was reported when using the pyxis medstation es system, drawer encountered a failure. The customer reported that there was a slight delay in the dispensing of the medication and the user could have obtained their medication from a different device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer board and t board was defective. The field service engineer replaced the drawer board; however, the issue persisted. Subsequently, the t board was replaced, connections were cleaned, and the cubies were also replaced to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.